Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information currently unavailable. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit was overdelivering tidal volume by 25% during a case. No report of patient injury.

Manufacturer narrative:
The customer reported that patient information is no longer available. The customer reported to ge healthcare that the issue was resolved when the ventilator monitoring board was replaced by the hospital biomed. The unit was returned to service.